Event description:
Patient had an uneventful ilasik on (B)(6) 2013. Patient presented on (B)(6) 2013, with a patch of epithelial ingrowth on the left eye. Surgeon felt it was best to remove. Flap lifted and epithelial ingrowth removed on the left eye. Patient seen on (B)(6) 2013, visual acuity sans correction (vasc) was 20/20 on the right eye and 20/20-2 on the left eye. Patient is doing well.

Manufacturer narrative:
(B)(4). Evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic reported an uneventful treatment and did not request field service or clinical support. Placeholder.